Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customer's blood glucose was over 500 mg/dl. Elevated bg was address by manual correction injection. The customer continued to use the pump for insulin therapy.